Event description:
On 29th may 2026, it was reported by an arthrex's employee via an email that 1 unit of ar-8990st, fibertak® dx suture anchor with 1.3 mm suturetape, ve5, was pulled out on the first tugging. Hard bone drill was used and cycle drilled 3 times. Tugging was not done with excessive force but anchor was still pulled out. This was detected during a lateral ankle ligament repair + internalbrace augmentation procedure on (B)(6) 2026. The procedure was completed successfully by repair of atfl, followed by internalbrace. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.